Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 740 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as shaking hands, nausea, falling, and vomiting. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer also stated that the day before the high, they had a low and treated with grape juice, and their pump light is no longer working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The back light is turning on and off properly. No back light anomaly noted. The insulin pump was uploaded to carelink personal and carelink pro without any errors. The carelink personal uploaded information was added to the recent activity (last five uploads) and the information can be accessed. Generated a daily summary report and all data from functional testing shows up in the report. No unexpected error message noted during the upload or report generation process noted. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.